Event description:
The customer reported that cine was not available. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The boards and connectors were reseated during the svc call. The system was tested and found to be working as intended and placed back into svc.